Event description:
As reported by the edwards lifesciences affiliate in italy, a small pericardial effusion was observed in the heart right side. Edwards received notification of a pascal procedure in mitral position where following removal of the guide sheath (gs) from the left atrium (la) to the right atrium (ra), a small pericardial effusion was observed in the heart right side. Protamine was administered to treat the effusion. The patient was monitored in the ICU and remained stable without any symptoms.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with other empirical evidence based on information provided by edwards clinical specialist (cs), who was present on the site. In this case, the event was observed following removal of the guide sheath (gs) from the left atrium (la) to the right atrium (ra). Protamine was administered to resolve the pericardial effusion. As relevant imagery was not provided, a definitive root cause was unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.